Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown / not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. Device evaluation: product testing could not be performed as the product remains implanted. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient has a spider web vision in the right eye when driving at night. Therefore, the patient has stopped driving at night. The patient's overall vision is good and she can read without glasses. At this time, the lens remains implanted. Patient had bilateral lens implants. This report captures the lens implanted in patients right eye.